Event description:
It was reported that the customer recently converted from ureteral catheter tray to intermittent catheter tray and said that the intermittent catheter tray was stiffer and had resulted in patient injury by penetrating the urethra. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Bard® ez-lok¿ sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip collection devices (fig. 1b). Bd vacutainer® urine products can be used for collection, storage, and transport of urine specimens from a urinary catheter. 1. Swab surface of bard® ez-lok¿ sampling port with antiseptic (fig. 2) e.g., site-scrub¿ ipa device which is an effective disinfecting agent for luer hubs. 2. Using aseptic technique, position the collection device in the center of the sampling port. Press the device firmly and twist gently to access the sampling port. (Fig. 3) 3. If using bd vacutainer® luer-lok¿ access device (fig. 4), collect urine into the bd vacutainer® tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. 4. After sample is obtained, discard collection device according to hospital protocol. 5. Follow established hospital protocol for specimen labeling and transport to lab". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer recently converted from ureteral catheter tray to intermittent catheter tray and said that the intermittent catheter tray was stiffer and had resulted in patient injury by penetrating the urethra. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.